Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The unit was visually inspected and no issues were noted. The gauge needle was at 0atm. Functional test of the complaint device was carried out using a bsc test stopcock. The device locking mechanism test was performed. The plunger handle was rotated to achieve 26atm¿s and the test was repeated 20 times consecutively. A leak was noted in the connection of the flexcil line. Leak test at 2atm, 13atm & 26 atm was done to determine the presence of leaks. The leak was noted at the connection between the barrel and the flexcil line. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a gauge needle inaccuracy occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. An encore balloon catheter inflation device was selected for use. During unpacking of the device, it was noted that the gauge needle was not at 0 point. The device was not used, the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a gauge needle inaccuracy occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. An encore balloon catheter inflation device was selected for use. During unpacking of the device, it was noted that the gauge needle was not at 0 point. The device was not used, the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.